Event description:
It was reported that the device does not carry shock. The device was in use at the time of the event, however, there was reportedly no patient harm. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem, which was attributed to user error. Upon conclusion of the evaluation, it was determined that this was not a malfunction but the device would not shock due to user error. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time